Event description:
The patient presented in the hospital after episodes of syncope. Upon interrogation, noise causing oversensing and pacing inhibition on the right ventricular (rv) lead was noted. During the explant procedure, damage on the rv lead was noted. The lead was explanted and replaced. The device was prophylactically replaced as well. The patient was stable with no adverse consequences. Related manufacturer report number: 2938836-2018-08837.

Manufacturer narrative:
As received, a complete lead was returned in two pieces. The reported events of oversensing and noise were not confirmed. Visual inspection of the lead did not reveal any anomalies except for procedural damage consistent with the explant procedure. Electrical testing did not reveal any indication of conductor fractures or internal shorts. The reported event of ¿lead damage of rv close to the sleeve caused by suture" was not confirmed. Based on the analysis and information received from the field, the cause of the reported incident remains undetermined.